Event description:
It was reported that the ventilator's nozzle units were found defective. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's nozzle units were found defective. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from one of the gas modules was replaced and returned for further investigation. Optical investigation of the received nozzle concludes a fracture in the feather spring. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was approx. 18 month old. That indicates that the preventive maintenance have not been done according to the manuals service procedures. The cause of the breakage of the nozzle unit¿s feather spring has not been determined. However a general investigation of broken nozzle unit¿s feather springs has concluded that the feather spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual.

Event description:
Manufacturer's ref.#: (B)(4).